Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. This report is being submitted as an initial/final report. (B)(4). Investigation summary: review of the device history record for 00515048201, lot number z000010034, identified no relevant deviations or anomalies. Product examination found that the nozzle of the fan spray tip had become detached. This complaint is confirmed. A review using the criteria of p/n and complaint category of this complaint and also based upon open and closed complaints and the keyword search using the character string ¿came off¿ and sorted by manufacturer date was performed. This review resulted in the highest occurrence for a given manufacture date was 4. The root cause of the reported event could not be specifically determined with the provided information. It cannot be determined how or when this issue occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during the surgery, the valve which set at the tip of fanspray tip came off during use. The surgeon noticed that during the surgery, and removed it. So, it was not retained in the patient's body.